Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty transistor on the analog board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report for no video display was provided by the customer. The report was observed during review of the visual data. However, without receipt of the device root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend. For the customer's report of the button's did not work, the product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.